Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
The customer reported the iabp had a leak in iab circuit alarm. It alarmed for several hours. The insertion site is axillary. There is no blood in the helium tubing. The customer will contact the physician for further decisions. The patient is stable. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
E1: (event site telephone: (B)(6). It was reported that cs300 intra-aortic balloon pump(iabp) had a leak in iab circuit alarm. It alarmed for several hours. The insertion site is axillary. There is no blood in the helium tubing. The customer will contact the physician for further decisions. The patient is stable. No patient harm, serious injury or adverse event was reported. The customer called to report the "leak in iab circuit" alarm. It has been alarming consistently for several hours and less frequently the prior evening shift. There is no blood in the helium tubing. The insertion site is axillary. A chest film was obtained 5 hours earlier so I advised another film for location. Advised to try the auto fill key, and dropping the aug. Control. Attempted log rolling the patient slightly. They removed the insertion dressing and inspected the site. When they redressed, they were able to resume pumping. The pump hasn't alarmed now for several minutes. Advised them to keep an eye on the he. Tubing, and to call back with further questions. The customer called back reporting the same message constantly. Attempted the steps from the previous call and unable to resume pumping. Again, no blood in the helium tubing. Another chest film had not been obtained and advised again for this. At this time advised the customer to consider contacting the physician for possible removal replacement of the iab. The customer understands and will call the md for further decisions. Patient reported as stable.

Event description:
N/a